Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for fluid ingression. Outside of pump covered in flow marks and contamination, fluid ingression inside too was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Fluid ingression on main board and interconnect board. Based on the evidence, the complaint was confirmed. The root cause of this issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer?s improper cleaning of the pump, or the customer?s introduction of excessive fluids to the pumps surface. Service replaced main board and interconnect board. Cleaned the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that water was coming out of the pump.